Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and low blood glucose. Customer's blood glucose level went as low as 26 mg/dl and as high as 400 mg/dl. Customer treated their high blood glucose via correction bolus. Customer treated their low blood glucose with food. Customer advised their infusion set pulled off of their body when they took off their clothes to take a shower. Customer changed out their infusion set with a new one however their blood glucose levels remained high. Customer treated themselves and their blood glucose dropped. Customer was advised the insulin pump functioned properly. Customer was advised to monitor the insulin pump, monitor their blood glucose levels and call back if issues persist.